Manufacturer narrative:
Device evaluation of integrated charger has been completed. The reported problem (unable to charge battery pack) was confirmed due to contamination on the battery board. The charger was unable to recognize a battery pack. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a charger was unable to charge a battery pack.